Event description:
It was reported that the patient was in the ER for a cluster of seizures which the patient's mother indicated was an increase above pre-vns baseline. It was noted that there are no known external factors that could have contributed to the patient's seizures and he is compliant with medications. The patient's mother was worried that the vns is depleted. Additional information was received that the device was interrogated and battery was ok. Output current was increased. It was noted that there were no magnet activations. The doctor agreed that battery replacement is not needed at this time but battery should be monitored closely. The patient was admitted to the hospital for the seizures. It was noted that the physician did not evaluate the patient in person and therefore did not have an assessment on the cause of the seizures. No other relevant information has been received to date.